Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the patient and surgical removal was required. The target lesions were located in the superficial femoral artery (sfa) and mid anterior tibial artery. The lesion in the sfa was treated using three passes with the oad. The lesion in the tibial artery was treated using two passes with the oad, however the device stopped functioning and became stuck in the lesion. The device was unable to be removed from the patient and cut down surgery was performed to remove the crown. The patient was discharged in stable condition.